Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter - balloon cannot be inflated. No unanticipated tissue loss. No irreversible tissue damage as a result of this problem. No unanticipated extension of the incision by more than one inch. No unanticipated blood loss of 500ccs or more. No surgical time delay by more than 30 mins. No device fragment or component fell into the pt cavity. No device fragment left in the pt.

Manufacturer narrative:
(B)(4).